Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. Customer also reported difference between sensor glucose and blood glucose values. Customer reported blood glucose value of 30 mg/dl. Customer reported sensor glucose value of 600 mg/dl. Customer was treated for hypoglycemia with glucagon, and glucose/carb intake. Hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, mmt-874a, mmt-7040ma. Troubleshooting was performed for difference in glucose levels allegation. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was performed for hyperglycemic event. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was declined for hypoglycemic event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-874a. No product return is required for mmt-7040ma.

Event description:
Updated summary: the customer reported that they experienced hyperglycemia, they dosed, then experienced hypoglycemia. Their partner had to intervene and give them glucagon. User stated there was no specific date for the event. Blood glucose at time of event was 30 mg/dl. User alleged pump was not correctly reading how much insulin they had available. They also treated hyperglycemia with exercise or let the pump determine how much [insulin] they get based on the sensor glucose. User stated they take steroids and pain medication such as cortisone or prednisone. Blood glucose at time of the call was 169 mg/dl. Customer declined to complete troubleshooting for low blood glucose. Customer stated they had a 600 mg/dl sensor glucose, sg v bg discrepancy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.